Event description:
A non healthcare professional reported that large bubbles are appeared in the majority of the cases in cortex during cataract surgery (with intraocular lenses implant). It was unknown if the surgery was completed. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Clinical information review: this customer has reported during cataract surgery, they needed to unpair and then pair all of the remotes to get them to work. A system message (sm) code kept popping up during the prime/tune sequence. The customer realized that their set up for prime/tune was incorrect, so they made the corrections, switched out fluid management system (fmss), rebooted the system, and the sms were cleared. During the phacoemulsification (cortex), a few very large bubbles were observed. The customer observed this issue on several occasions. The customer has confirmed that the surgeon mitigates the bubbles from visual axis, by aspirating them from view. There was no reported patient impact at this time. Additional related information was requested but none has been provided to date. There was no mention of bimanual use. However, the operator¿s manual offers warnings on such an instances. ¿warning: when using a bimanual procedure, ensure the irrigation handpiece and settings have sufficient flow characteristics. Use of irrigation handpieces or settings with insufficient flow characteristics may result in a fluidic imbalance and may cause a shallowing or collapsing of the anterior chamber.¿ to avoid the risk of shallowing or collapsing of the anterior chamber due to fluidic imbalance or poor fluidic response, perform the following checks: ensure there are no leaks in the irrigation or infusion line. Ensure the stream of fluid is present and strong. Ensure tubing is not occluded or kinked. Ensure the test chamber does not collapse after tuning.¿ for intraocular pressure (iop) setting issues, the operators manual offers ¿warning: to avoid a risk of the chamber shallowing or collapsing, which may result in patient injury, avoid adjusting iop below the preset value. Iop settings compensate for potential drops in pressure due to fluid or material naturally traveling through tubes or connectors. However, company recommends the surgeon continuously monitor iop throughout the procedure. For example, common informal practices may include the following tactics: finger palpation on the globe tactile feedback (such as eye wall deformation) from accessories retinal vessel perfusion or pulsations the presence of corneal edema. To avoid a risk of sudden hypotony, do one or more of the following options if the iop is suspected of not responding to the system settings and is dangerously high: close the infusion stopcock. Pinch the infusion line. Remove the infusion line from the sclerotomy. To avoid a risk of the chamber shallowing or collapsing, which may result in patient injury, avoid lowering the iop or raising aspiration rates or vacuum limits above the preset value. Always monitor the fill state of the fms drain bag during operation. During aspiration, ensure the fms aspiration line does not have bubbles. If the system has low flow, release the treadle. When the vacuum feature is enabled, the tone generated by the console varies in pitch relative to vacuum strength. For instance, a higher pitch may indicate a flow restriction. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4).